Event description:
Two samples with discrepant potassium results. Initial result 7.9 mmol/l, repeat 5.7 mmol/l. Initial result 7.1 mmol/l, repeat 5.0 mmol/l. Initial results were not reported. The field service representatives was unable to determine the cause for the discrepancies.

Manufacturer narrative:
(B) (4) the following information is being provided in response to feedback received from the FDA during a phone conversation with baxter on june 18, 2010: a manufacturing batch record review was completed for the lot involved showing that the lot was manufactured on 12/15/2009 with satisfactory results. A trend review was completed for the time period between (B) (6)2008 and (B) (6)2010. The data was sorted by similar product codes 2n1194, 2n3374, 2n3373, 2n1193, 2n9061, and 2n8374 and complaints reported as no flow/restricted flow. A total of 25 no flow/restricted flow complaints were reported for the codes and time period listed. Of the 25 complaints, there were 5 complaints for no flow/restricted flow reported for code 2n1194 during the 24-month review. The trend analysis shows a stable overall trend for no flow/restricted flow for product codes 2n1194, 2n3374, 2n3373, 2n1193, 2n9061, and 2n8374.

Manufacturer narrative:
(B) (4). Evaluation summary: the actual sample involved in the event was received for evaluation. The sample arrived out of the pouch attached at the female luer to an unknown luer activated devise, which was attached to a bd 5ml syringe containing approximately 1.5ml of solution. Visual inspection showed that the set had been partially primed. The plunger of the bd syringe was manually depressed which confirmed a no flow situation. Closer visual inspection under a microscope showed that the inlet port of the male luer was blocked with what appeared to be solvent. Therefore, the reported condition was confirmed.

Event description:
The customer reported that fluid would not flow through the tubing. A dialysis patient, who had dialyzed earlier in the day, was dehydrated and passed out in the waiting room at (B) (6). This occurred on (B) (6) 2010 at approximately 4:45pm est. The patient had very poor access, so the nurse inserted an angio-catheter in the patient's shoulder. Once the intravenous (IV) catheter extension set was connected to administer fluid to the patient, the fluid would not flow. The nurse attempted to flush the set manually with a saline syringe, but it still would not flow. The IV catheter extension set was removed from the catheter, and a cap/valve was used in its place with no further problems. The nurse reported that the no- flow issue delayed administering fluids to the patient by 20-30 minutes. During this time, the patient had regained consciousness, but her blood pressure was low, in the 80s. Once the fluids were administered to the patient, she was stable. No additional information is available.

Manufacturer narrative:
(B) (4). Additional evaluation summary: the actual sample involved in the incident was also evaluated at the manufacturing facility. The unit was visually inspected and functionally tested. During the visual inspection, the unit presented a blockage between the tubing and the male luer lock. The unit failed the pressure test at 8 pounds per square inch and the functional test. Therefore, the reported condition was confirmed.

Event description:
Info received indicates if the brake pedal is engaged, the casters will not hold. The casters will ratchet when pushing the unit from side to side.